Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, leakage past stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. However, as no sample was returned for further analysis, a root cause could not be determined. The complaint trend will be continued to be tracked and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 2 bd syringe 10ml ll had leakage issues. The following information was provided by the initial reporter: "clinician was withdrawing blood with 10ml syringe & specs of blood bypassed the rubber top plunger & were noted in the syringe barrel."